Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse also observed that the iabp unit was unable to be turned on due to both batteries having only one led of charge, and the iabp unit not recognizing ac power. Further investigation revealed that the ac cord was braided and the power supply compartment was moderately dusty. The fse vacuumed the power supply compartment, and replaced the bulk power supply and the ac power cord. Unrelated to the reported issue, the fse replaced the tidal disk as it was due to be replaced per factory specifications. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during the customer's daily checks, the cardiosave intra-aortic balloon pump (iabp) was not charging. It was noted that the ac led would come on only when the ac cord was manipulated. There was no patient involved and no adverse event was reported.